Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The hard drive was found to be defective and was replaced and reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+ would intermittently lose images. There was no adverse pt involvement reported.